Event description:
Smart ez pump (5 fu) to infuse over 48 hours. Patient returned after 48 hours with pump noted not be deflating. Pump appeared to be full meaning patient did not receive any of the 5fu of fluorouracil as prescribed. FDA safety report ID # (B)(4).